Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The root cause of the injuries, arrythmia, inflammation, major bleed and anemia was unable to be determined due to insufficient clinical details. Data logs were reviewed and intermittent suction alarms were observed during support. Main instances of suction alarms occurred of first day of support. No motor current spikes observed. Placement signal and motor current have low pulsatility at time of initial suction alarms. Clinical details noted that suction started soon after pump was initiated. Extracorporeal membrane oxygenation flows were decreased, fluid and albumin administered in order to resolve suction alarms. Additionally, noted that pump was slightly shallow but not interacting with any cardiac structures. Suction improved slightly after repositioning. The cause of the pump suction was patient condition related as motor current and placement signal had low pulsatility during initial suction events and patient as administered fluids in order to resolve suction. Clinical details noted that pump was slightly shallow on ultrasound once patient was in unit. Pump was across av and there was no interaction with any cardiac structures. Pump was repositioned. The cause of the device in wrong position could not be determined as no details were provided as to how the pump came out of position. Clinical details noted that pump had multiple instances of "purge system blocked" alarms during support. Data logs were reviewed and first instance of high purge pressure showed a sudden increase purge pressure with a drop in purge flow. Purge flow ticks also become stalled at the same time. Purge pressure is able to suddenly resolve. The cause of the purge system blocked is due to a kinked purge line based on a review of returned data logs.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient with heart transplant rejection was implanted with an impella cp device for mechanical circulatory support. The patient presented to the emergency room (ER) on (B)(6) 2025 with complaints of syncope. The patient¿s baseline ejection fraction was 54% but deteriorated to 15%. There was concern for acute transplant rejection with biopsy results positive for 1r rejection. The patient experienced pulseless electrical activity arrested the following morning with an approximate downtime of 40 minutes. The patient briefly experienced a return of spontaneous circulation during this time. The patient was urgently transferred to the complainant hospital where they were cannulated for extracorporeal cardiopulmonary resuscitation. The patient continued to wide-complex rhythm, and was transferred to the cardiac catheterization lab (ccl) in critical condition, with a baseline lactate level of 18 mmol/l. During transport and procedures, the patient remained intubated, on veno-arterial extracorporeal membrane oxygenation (va-ECMO), and required significant hemodynamic support with 4 units of epinephrine. Coronary angiography identified significant underlying vascular disease in the ramus branch and an acute and occlusive thrombus in the right coronary artery. The decision was then made to place the impella cp and complete a percutaneous coronary intervention. The impella cp was placed without complications, and support was initiated in auto performance. Due to suction alarms, the performance (p) level was decreased to p5, and then p3 due to ongoing suction alarms. Va ECMO flows were also reduced, and the patient was given fluids and albumin. After the procedure, the patient was transferred to the intensive care unit (ICU). Upon arrival to the ICU, the impella continued to have suction alarms and p level was dropped to p2 and more volume was administered. A point of care ultrasound was completed and the physician felt that the impella was lightly shallow, however it was still across the aortic valve and did not appear to be interacting with intracardiac structures. Of note, the patient¿s lactate level decreased to 17 mmol/l after support was initiated. An additional ultrasound was performed and impella was noted to be shallow. The impella was advanced at the patient¿s bedside and suction was noted to have improved after the positioning of the pump. Additionally, the patient¿s left chest wall appeared swollen and a stat chest x-ray was ordered. On support day 2 there were noted suction alarms when the patient was diuresed and the patient¿s abdomen appeared to be distended. An exploratory laparotomy was performed but no source of bleeding could be found. The patient was massively transfused with 10 units of packed red blood cells (prbcs), 8 units of fresh frozen plasma, 3 units of cryoprecipitate, 3 units of platelets, 4 liters of lactated ringer¿s solutions, and 4 liters of albumin. On support day 3, the patient received a unit of prbcs and it was noted that the patient¿s bowel movements were dark in color. The patient had some increase in entropy the previous night and the patient¿s amiodarone was increased. The impella position was imaged with point of care ultrasound and noted to be in good position. On support day 4 there were noted to be no impella concerns, however there were two purge blocked alarms that self-resolved. The patient was also noted to have been transfused with a unit of prbcs and a unit of platelet on support day 6, the patient had dark colored stool and vomited coffee colored emesis twice. Anticoagulation therapy was withheld as a result, and the patient¿s hemoglobin dropped to 6.1. As a result of the blood loss, the patient received 2 units of prbcs, 2 units of platelets, 1 unit of fresh frozen plasma, and 120mg of lasix. The patient had two clips placed in the duodenum to resolve the bleeding. On support day 7, the patient was transfused with 1 unit of prbcs and 1 unit of platelets and remined off of anticoagulation therapy. On support day 9, there were no impella related alarms. The patient experienced a few runs of supraventricular tachycardia and/or atrial fibrillation. A point of care ultrasound showed the pump in a adequate position. The patient received an additional unit of prbcs. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.